Event description:
It was reported that the tip-up fenestrated grasper instrument shaft tip was damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the portion of the instrument is broken or is missing a piece. The patient information is unavailable.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and was found to have the main tube broken. A piece measuring proximately .0745¿ x .1180¿ was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis.